Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a separation between the cassette and supply bag on the homechoice (hc) unit during drain 3/5. The home patient (hp) stated the supply bag fell and disconnected. The hp further stated he had closed all clamps and turned machine off. The technical service representative (tsr) instructed the hp to turn machine on and remove cassette at load the set. The hp stated he would call the nurse (rn) regarding being connected when the bag fell and became disconnected as well as any missed therapy. On (B)(6) 2010 product surveillance spoke with the hp who stated he was sleeping when the bag fell so he was not sure how/why it fell. The hp stated he set up as normal and his supplies were fine. The hp further stated the supply bag fell the previous night and the bag did not disconnect. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a separation between the cassette and supply bag. The report was not confirmed due to a lack of sample; however, based on the information obtained from baxter's investigation, the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown; therefore, a batch review was not performed. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.